Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion, 3.0 x 18 mm in diameter, located in the mid-left anterior descending (lad) coronary artery that was non-tortuous, mildly calcified and 90% stenosed. A 2.0 x 15 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and was used for pre-dilatation. The lesion was further dilated with the 2.0 x 15 mm nc trek balloon; however, resistance was felt during advancement to the lesion and during the first inflation, the balloon ruptured at 18 atmospheres. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.